Event description:
I had lasik surgery two years back. I didn't get enough warnings from surgeon about the side effects. Those should be communicated clearly to the patient verbally instead of letting us read and sign on the paper. So, I have been suffering dry eyes due to the side effects of the lasik surgery.